Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the patient felt a tingling and burning sensation in the hip where the implant was and it came around from there. The patient stated this had been going on since april. The patient went to a physical therapist today and they thought it might be the device. The patient stated the physical therapist had not been doing anything and today was the first time seeing them. The patient had not had any falls or accidents. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue.